Manufacturer narrative:
(B)(4). A follow up report will be submitted upon completion of the investigation.

Event description:
It was reported to philips healthcare that the heartstart mrx charge button was not working, clarifying that the device failed opcheck for charge button failure. There was no reported pt involvement and/or impact.